Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation the device alarmed system error 345. The cause was identified to be an out of specification upstream thermistor. The ultrasonic sensor requires replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.